Manufacturer narrative:
Block b3: exact date unknown, event occurred march 2023.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that the ipg was replaced as the patient had difficulty connecting and charging the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.